Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was successfully implanted using a large flexnav delivery system. The patient had a pre-existing dissection to the abdominal aorta. At the end of the procedure, dissection of the right common iliac artery was confirmed via angiogram. A balloon angioplasty was performed, and stents were emergently placed to prevent permanent impairment or death. The patient was reported as stable and recovered. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of dissection of the right common iliac artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.